Manufacturer narrative:
Since the customer disposed the suspected device, an in-house contour next meter was tested with the in-house contour next test strips, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that she performed blood glucose testing four times on her contour next meter and obtained different values. The customer obtained blood glucose readings of 395 mg/dl and 101 mg/dl on the meter. The customer only provided two out of four readings. There was no allegation of an adverse event. The customer disposed the meter and test strips, therefore, the device is not expected to be returned for evaluation. The customer received a new meter from the health care professional, therefore, the replacement device was not sent to the customer.